Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for a reason unrelated to the insulin pump. The caller did not want to disclose the reason for hospitalization. The blood glucose reading was unavailable. The caller reached out to report receiving the wrong series of insulin pump, stating that the reservoirs did not fit into the insulin pump, rendering the device unusable. Advised that the device would be replaced. Nothing further reported.